Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (non-boston scientific stent)) located in the moderately tortuous and severely calcified vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 16 atmospheres, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.